Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed. No system errors or messages were noted. The customer manually targeted and completed the procedure as planned. No site visit was conducted.

Event description:
It was reported that during a procedure, targeting problems were encountered. The caller stated that they selected an upper abdominal anatomy selection, and when the boom began to rotate, it went in the opposite direction than intended. No system errors or messages were noted. The customer manually targeted and completed the procedure as planned. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was able to manually target and complete the procedure as planned. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The phone support details did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.